Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device status is unknown.

Event description:
Device was explanted and replaced with another manufacturer's device. Device was discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d.2a, d2b, d4, d.6b, g4, h4, h6.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device status is unknown

Manufacturer narrative:
Additional, changed, and/or corrected data: a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced with another manufacturer's device. Device was discarded